Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A repeat procedure will not be performed.